Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc presumed that the reported phenomenon was attributed to the failure of the igniter, but the cause of the failure of the igniter could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected at olympus service operation repair center in (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the igniter. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the examination lamp did not ignite and the emergency lamp worked. There was no report of patient injury associated with the event.